Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer states that while using the u by kotex sleek regular tampon, upon removal of the tampon, the string broke and the tampon unraveled, causing tampon to remain inside the consumer. Consumer was able to remove tampon and any pieces, and did not seek medical attention.